Manufacturer narrative:
H11: additional manufacturer narrative: due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required. The subject device is not available for evaluation . DHR was not performed. A definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm magna mitral valve underwent a valve-in-valve procedure after an implant duration of approximately 5 years due to unknown reasons. The procedure was performed with a 26mm 9755rsl transcatheter valve.